Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the unicel dxc 600i synchron access clinical system. The fse inspected the analyzer and confirmed the calibration na reference values were low. The fse determined multiple hardware malfunctioned. The fse replaced the carbon bridge, electrolyte injection cup (eic) valve, and replaced quad rings on the flowcell which resolved the issue. Due to multiple hardware interventions performed, a definitive component could not be identified as the sole contributor of this event however there is sufficient evidence to suggest that hardware malfunction was the cause of the event. The fse performed verification testing successfully without further issues. The system returned to normal operation. Section a2, a4, and a5: information not provided by customer. The beckman coulter identifier is case-(B)(4).

Event description:
The customer reported the generation of false high sodium (na) patient results on their unicel dxc 600i synchron access clinical system. The erroneous results were not reported outside the laboratory. The customer repeated patient samples obtaining results considered by customer. There was no report of change to treatment, injury, or death associated to this event.